Manufacturer narrative:
Item and lot number information was not provided; therefore, an investigation of the device history records could not be conducted. Not returned.

Event description:
The doctor stated that the patient received a medpor implant approximately eight years ago. The doctor stated that the surgery was completed by another doctor. The doctor stated that the medpor implant was positioned poorly on the patient's cheek bone and in an undesired location in the original surgery. The doctor stated the original doctor tried to correct the situation unsuccessfully. The doctor stated that he removed a portion of the medpor implant approximately a year and a half ago. The doctor stated that there is still a portion of the medpor implant that is visible over the left zygoma. The doctor reported that the patient is very frustrated and does not want to incur great expense in removing the remainder of the implant. The doctor stated that he will rasp down the implant under local anesthesia through a subcutaneous tunnel.